Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9164826 no deviation was found for this batch. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis.

Event description:
It was reported that leakage occurred during use with a bd solomed¿ 3ml syringe with needle. The following information was provided by the initial reporter, translated from portuguese to english: pharmaceuticals contacted us to inform that his client bought solomed 3ml 0.70x30 bd disposable syringe, and a damaged shaft and that when placing the syringe in the ampoule to pull the testosterol medicine it leaked due to a "cracking" that was in the syringe and the customer lost the medicine. The pharmacist does not request the replacement of the product, but questions about the replacement as to the value of the medicine that the patient has lost.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd solomed¿ 3ml syringe with needle. The following information was provided by the initial reporter, translated from portuguese to english: pharmaceuticals contacted us to inform that his client bought solomed 3ml 0.70x30 bd disposable syringe, and a damaged shaft and that when placing the syringe in the ampoule to pull the testosterol medicine it leaked due to a "cracking" that was in the syringe and the customer lost the medicine. The pharmacist does not request the replacement of the product, but questions about the replacement as to the value of the medicine that the patient has lost.